Event description:
The health center reported to smiths medical that the equipment came apart at the junction before the stopcock. There was patient blood loss reported. There were no further details available as to injury or treatment associated with this event.

Manufacturer narrative:
Samples have been received from the customer; however, smiths has not yet completed its investigation. A follow up MDR will be submitted when the investigation has been completed.